Manufacturer narrative:
Customer address-(B)(6). Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the lamp did not ignite during service and maintenance involving an olympus xenon light source.. There was no patient involvement reported.